Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: two (2) samples were received in used conditions, without their original packaging and with their certificate of decontamination. Functional test: air cuff symmetry test was performed to the units. Results: when the sample 1 was inflated with air, the cuff only inflated one side. According to the IFU (10018859-001 rev.100 - instruction for use ? Bivona tts flextend tracheostomy)) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When the sample 2 was inflated, the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry was for sample 1: 35% and sample 2: 50%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within specifications. The complaint is not confirmed. The cause of the reported problem could not be determined. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported that a smiths medical trrach tube had asymmetric cuffs when filled. No adverse patient effects were reported.